Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for false bradycardia and pause episodes caused by undersensing was observed on the implantable cardiac monitor. Programming changes were recommended. The patient was stable.